Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed a pinhole in the balloon 12.5mm from the tip. The tip is damaged and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.